Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints and review of labeling. Historical complaint metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No reagent lot sensitivity testing could be performed since the architect anti-hcv reagent lot number is unknown. Based on all available information and abbott diagnostics' complaint investigation, it was determined that the architect anti-hcv assay is performing acceptably.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product ((B)(4)) that has a similar product distributed in the us ((B)(4)).

Event description:
The customer stated that two different samples from a patient tested nonreactive (0.46 and 0.34 s/co) using the architect anti-hcv assay. The samples tested reactive using the cobas 6000 anti-hcv method (85.95 and 4.33 coi). Both samples were confirmed positive by western blot testing. No adverse impact to patient management was reported.